Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed three motor errors and no delivery. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unsure if the insulin pump has been exposed to high magnetic fields. The customer was able to complete pump. However, the alarm history contained both a motor position encoder error and more than one motor error alarm within the last thirty days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for no delivery could not be performed due to the insulin pump being replaced. The insulin pump will be returned for analysis.